Event description:
It was reported that a shaft hole occurred. A 1.75mm rotapro was selected for use. During preparation prior to use, it was noted that the tip of the rota burr had a hole. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: risk review was completed and confirmed that the event of device - damaged shaft hole was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the conclusion code assigned to this investigation was cause not established. There are numerous potential reasons for a hole in the device, such as handling, damage during transit or storage, interaction with other devices, etc, but a potential cause among these cannot be established using the information available. Therefore, the reported events could not be confirmed, and a potential root cause was not able to be determined.

Event description:
It was reported that a shaft hole occurred. A 1.75mm rotapro was selected for use. During preparation prior to use, it was noted that the tip of the rota burr had a hole. There were no patient complications.